Manufacturer narrative:
Philips service tightened connectors, and the device was fully functional. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that geoipc communication failure occurred, making mechanical movements unavailable on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.